Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited pad wear with metal exposure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the tissue pad being severely worn down because ultrasound was emitted when the gripping part was closed without gripping the tissue (including after the tissue had been cut). However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). After checking the instruction manual, the following was found to be related to this issue: this issue is warned about in the instruction manual. The content of the instruction manual was confirmed. The instruction manual contains the following descriptions, and it warns against this event. Do not activate output while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Do not close the gripper and perform output when there is nothing being gripped between the gripper and the tip of the probe, or when it is not possible to confirm that the gripped biological tissue or blood vessel has been incised. Friction between the gripper and the tip of the probe may cause abnormal heat generation, which may lead to damage, deformation, or detachment of the gripper and the tip of the probe, or part of the tissue pad may peel off, resulting in severe wear. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between the tissue pad and the probe tip during activation. When treating biological tissue or blood vessels, apply light tension to make the incision visible. Also, once the incision is complete, immediately stop output. Otherwise, abnormal heat caused by friction between the tissue pad and the tip of the probe may result in damage, deformation, or detachment of the gripping part (both the stainless steel and fluororesin parts) and the tip of the probe, or part of the tissue pad may peel off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.